Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2010. According to the complainant, during the procedure, they deployed two bands successfully onto the varices. When they made an attempt to place another band the suture on the ligator head broke and the ligator fell into the patient's stomach. The physician left the ligator head in the patient to pass naturally. The two bands placed were enough to complete the procedure therefore the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the handle/knob assembly was return with the trip wire attached and the trip was not cinched in the handle. The ligator head was not returned. In addition, approximately 44.5 centimeters of suture remained attached to the distal loop of the trip wire. The distal end of the suture was not frayed as would have occurred if the suture failed in tension; instead the end appeared to be cut evenly therefore, the root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6) 2010. According to the complainant, during the procedure, they deployed two bands successfully onto the varices. When they made an attempt to place another band the suture on the ligator head broke and the ligator fell into the patient's stomach. The physician left the ligator head in the patient to pass naturally. The two bands placed were enough to complete the procedure therefore the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.